Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage supply regulator was evaluated and the dead time was calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and locked up requiring a reboot to regain functionality. No patient serious injury or death was reported related to this event.